Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pulmonary secondary infection and heart failure which led to undersensing of vt. The device was reprogrammed. No consequences for the patient were reported.